Manufacturer narrative:
The retain samples from lots # 0j01392 (mfg date on 09/2010, exp date on 09/30/2012) and 1a00450 (mfg date on 01/2011, exp date on 01/31/2013) were examined. Components were present, assembled properly and consistent with product specification requirements. There was no evidence of any mfg defect or out of specification condition. Components used to MFR these lots were approved for use. The batch record review of these lots found no objective evidence of discrepancies related to the complaint issue. The initial reporter was initially unable determine the lot number of the reported device; two lot numbers were provided. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the dressings were applied to the incision following a total knee replacement. Prior to application, it was allegedly confirmed the pt was not on steroids, did not have thin skin and was not diabetic. The post-operative wound was approximately 10-14 inches. The user facility indicated a "cooling device" was placed on top of the dressings. The pt developed blistering on edge and underneath the dressing. Upon removal of the dressing, the was skin torn. No further info was reported.